Event description:
The pacemaker was found in standby mode during an interrogation. The following message was displayed: "abrut re-initialization of the pacemaker which takes quite a long time."

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. Method: since the device remains implanted, the programmer files were reviewed. (B)(4). Conclusion: standby mode for this device results from a normal embedded software upgrade process. Details about this process can be found in the firmware upgrade leaflet that is for internal use only.